Event description:
Pt hospitalized for implantation of vvir pacemaker. Pt returned to office complaining of dyspnea on exertion. EKG showed atrial fibrillation. Complete heart block, junctional rhythm and right bundle branch block. Pacemaker interrogation showed failure to sense at maximum output and maximum sensitivity unipolar and bipolar. Removal and reimplantation.